Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the pb980 battery was returned for failure investigation. The battery was visually inspected with no anomalies observed. The battery was connected to the bqwizard application, the hardware short circuit flag was noted to be red. The failure was isolated to a hardware short circuit condition within the battery, but a cause was not identified. There is no corrective action required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing, the battery in a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device, verified the reported issue, and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory logs. The se replaced the battery pack. The se performed extended self-testing on the device and all tests passed.